Event description:
The physician attempted arteriotomy closure with the closer s 6 fr device after an interventional procedure. The arterial access site was in the common femoral artery and it appeared to be a "high stick". The physician decided to attempt closure with the closer s 6 fr device. It was reported that the first perclose device was inserted and the needles were deployed without difficulty. When the plunger was removed, there were no sutures attached to the needles. The device was rewired and exchanged for another closer s 6 fr device. It was reported that mark was achieved and the blood flow was pulsatile but weak. The needles were deployed and the knot was delivered. The physician stated that when they were deploying the device, "something did not feel right". The pt then complained of severe back pain and became restless and combative. It was reported that the blood pressure and hemoglobin had "dropped". The pt was transferred to another room. At an unspecified time, the pt was taken for a cat scan, which revealed a retroperitoneal bleed. It was reported that the pt expired prior to being taken to surgery. The physician does not believe that the device caused the retroperitoneal bleed. An autopsy was performed and revealed that a tear in the artery caused the retroperitoneal bleed and there was 4,000 cc of blood in the peritoneal cavity. Although requested, additional info was not available.